Event description:
It was reported that the patient in-clinic for a check. Upon review, the implantable cardioverter defibrillator exhibited myopotential oversensing causing pacing inhibition. Programming changes were made on the device. Patient was stable.